Event description:
Customer states it¿s from around 2007. She states the foot frame is about halfway broken, but she states it isn¿t harming her and she¿s been using it this way for a while. She also states the power cord is frayed and she wrapped it in electrical tape. She states she got this from (B)(6).